Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was found down, unconscious at home. According to "emergency medical services (ems), the batteries were dead". While at the scene, the ems "placed charged batteries on the patient and transported to local emergency department (ed)". Patient was diagnosed with a subarachnoid bleed at this time. It was further reported that there were no device malfunctions and no issues found with the batteries. It was also stated that the patient recovered left ventricular function and was able to have left ventricular assist device explanted. Patient was discharged on (B)(6) 2017. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the devices were not returned for evaluation. The reported event was confirmed through log file analysis. Other devices involved in this event: d1: heartware ventricular assist system ¿battery d4: battery/ bat316921/ model #: 1650/ expiration date: 2017-03-31 UDI #: (B)(4) d10: no h4: mfg date: 2016-03-31 h5: no h6: patient code(s): c50757 h6: device code(s): c63030 h6 FDA method code(s): 4114, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 19. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump hw26086 and the battery bat316921 were not returned for evaluation. The reported event was confirmed through log file analysis which revealed that 4 critical battery alarms were logged involving bat316921 and 3 controller fault alarms were logged on october 21, 2017. Four controller power-up and associated pump start events were logged since october 21, 2017, indicating loss of power to the controller. At the time of the first critical battery alarm, at 16:42:25 on october 21, 2017, no power source was connected to power port 1 and bat316921 was connected to power port 2 with 9% rsoc. The battery was then allowed to deplete completely. Once a battery starts nearing 0%, or 12 v, the controller will trigger a controller fault alarm. The depleted battery was not exchanged,resulting in a loss of power to the controller. The last data point before the controller power-up events was logged at 16:59:58 with no power source connected to power port 1 and bat316921 connected to power port 2 with 0% rsoc. Three controller power up events were logged at 18:33:58, 21:56:15, and 22:30:09 on october 21, 2017; however, the controller only briefly powered up in each instance, with no associated data point logged. The controller was then powered up with charged batteries at 06:09:47 on october 22, 2017, with an associated motor start event at 06:09:58. The maximum pump off time was approximately 13 hours and 10 minutes. Based on the available information, the most likely root cause of the loss of power event can be attributed to a completely depleted battery connected to one port while the other port was left unconnected. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.